Event description:
It was reported to philips that the customer was unable to acquire images due to low disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment for coronary procedure was performed when the issue happened. The procedure outcome was unknown at the time of event. A philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found that there is a malfunction on frontal ip-pc. To resolve the problem, fse performed recreation of the database. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome: evaluation method code was corrected.